Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient was having an MRI of the l-spine for severe back pain and meningitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.